Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Increased friction between guide wire and guide wire lumen as well as between vessel/ introducer sheath wall and delivery system catheter may contribute to a premature stent deployment. Insufficient flushing of the device as well as the usage of inappropriately sized accessories also may lead to increased friction. Also a difficult vessel anatomy may be a contributing factor to increased friction. In this case, it was reported that the vessel was severely calcified and strong resistance was felt during advancement of the system to the lesion site. The use of a long delivery system (135 cm length) for the ipsilateral procedure may be another contributing factor to the reported event as this ca lead to handling difficulties. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "use the 100 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant." Also the IFU states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used."

Event description:
It was reported that during a stent placement procedure for treatment of a severely calcified lesion from the mid sfa to the popliteal artery via ipsilateral approach, strong resistance was felt when the delivery system was being advanced to the lesion site. During further advancement, the stent became partially released 1 cm with the safety lock still in place. The stent could be deployed at the target site and an additional stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a severely calcified lesion from the mid sfa to the popliteal artery via ipsilateral approach, strong resistance was felt when the delivery system was being advanced to the lesion site. During further advancement, the stent became partially released 1 cm with the safety lock still in place. The stent could be deployed at the target site and an additional stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.